Event description:
Information received from patient reported that after charging their implantable neurostimulator (ins), and when they lie down, it felt like the ins battery pack was moving around out of the pocket and pressing on a bone. When the patient sat up it slips back to where it should be and was painful. The indication for use for the implanted device was noted as spinal pain. There were no further details, troubleshooting, interventions, or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported. Health care professional reported the patient was told not to charge and to see if their symptoms resolved and they did. Patient was offered a non-rechargeable primary cell. Patient requested an explant procedure but it had not occurred/ been planned yet.

Event description:
Additional information received from the consumer reported that the patient noted that it fell like ¿lying on a curling iron¿ only when the ins was on. The patient had been keeping the ins off. The reporter initially stated that had an opinion from 2 doctors regarding the ins system integrity but could not verify that impedances were all ¿healthy¿ and that there were no shorts present. The patient wanted the ins removed.

Event description:
Review of the information on 2017-01-12 that was reported on (B)(6) 2016 found that it was reported that the caller had wanted to know about a ¿gortex liner.¿ the sensations experienced at the pocket were like a ¿curling iron heating sensation.¿ the caller indicated that the patient had a tendency to have allergies (including to antiemetics).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. The caller reported that the patient had experienced irritation, pain, and burning at the pocket site when she used the device or recharged. The caller indicated that the patient did not use the device for a while to see if that helped. The caller stated that the healthcare professional (hcp) wanted to possibly replace the device with a non-rechargeable one and move the pocket site. The caller inquired about allergy guidance for the patient and asked about using a liner, but was told that there were no liner products that would help with the irritation and burning. The caller was told to have the patient contact an hcp and have a representative present to help with device troubleshooting.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.